Event description:
It was reported by the patient that they were told there was ¿just noise¿ on the implantable cardiac monitor report. The patient indicated that they may consider removal of the device. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).